Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of company toric calculator recommended an under corrected t5 model, a company lens with +28.0 diopter was implanted. The lens need to be explanted and replaced by a t8/9 model. Additional information has been requested, received and stated that the explantation was planned with different diopter company lens. It was mentioned that the patient had reduced visual acuity (since correction) due to residual astigmatism caused by under correction.

Manufacturer narrative:
There is no associated batch/lot/serial number for the online intraocular lens (iol) calculator; therefore, a review for complaints against a lot/batch/serial number cannot be performed. Service record review: there is no associated batch/lot/serial number with the online iol calculator and is not a product that is serviced; therefore, a service history review cannot be performed. On november 15, 2023, the customer reported that on their company online toric iol calculator recommended an under corrected t5 model. The customer reported that the surgery took place on october 11, 2023 and company + 28.0 d lens was implanted and explant was required and replaced by a t8/9 model. Patient impact was reported. A company representative (cr) performed investigation based on information provided by the customer. Per the investigation, the cr determined that the user used the true net power keratometry values with the barrett formula. The true net power includes the posterior corneal astigmatism and the barrett formula includes a theoretical estimated posterior corneal astigmatism. Consequently, the posterior corneal astigmatism was double counted. Since the anterior corneal astigmatism is with the rule and the posterior corneal astigmatism is against the rule, double counting the posterior corneal astigmatism would result in a lower cylinder power toric iol. Therefore, by utilizing true net power keratometry values with barrett formula, posterior corneal astigmatism was double counted, which affected the iol recommendation. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).